Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was dark image.

Event description:
It was reported that there was dark image.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: underexposed image. Probable root cause: faulty prism sensor. Cracked or damaged optics. Faulty digital board software. Faulty communication with light source. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.